Manufacturer narrative:
Manufacturer's investigation conclusion: the reported fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation as the product was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported issues at this time. The lot number was not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU and patient handbook provide instructions and images for how to properly put on, use, and take off the shower bag. The IFU also instructs not to submerge the shower bag in water. The IFU and patient handbook also instruct the user to periodically inspect the wear and carry accessories for damage or wear. These documents further state that if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the 14 v batteries and battery clips were submerged while the patient was showering in the hospital. There were no alarms and no patient consequences. It was communicated on (B)(6) 2024 that a shower bag was in use and was used appropriately. The system controller remained in use as it did not get wet. The patient did not experience any adverse effects.